Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/11/2015 with the following findings: on investigation, the alleged power issue was verified in the black box but not duplicated in the evaluation. Review of black box data found evidence of short battery life with low battery warnings, voltage drops and pump reboots on the date of the complaint. The threads on the battery compartment were stripped and a battery compartment crack was observed in the threads area. The battery cap was returned in pieces and unusable. Using a test cap, the pump powered up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence was executed without incidences. Electrical current draws were within specifications. Pump casing was opened and evidence of moisture intrusion was found inside the pump. Unrelated to the complaint, the display was found to be dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. It was reported that the pumps battery life did not meet the expectations of the user. It was noted that the battery compartment threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.